Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of the system log file showed that image processing malfunction resulted in the ippc frontal can¿t start up applications. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was not possible. The device was in clinical use at the time of the reported event. No harm was reported however, it was mentioned that a patient had to be moved to another room for treatment. Philips has started an investigation of this complaint.